Event description:
Caller states that pt 1 tested 1.3 inr on coaguchek test sys 1 and 2.7 inr on coaguchek test sys 2 . No action was taken based on device results. No adverse event reported. Requested return of suspect test sys and replacement was sent. Coaguchek test sys 1: meter, strip lot 425a-h5 exp 4/30/08, cat/3116247. Coaguchek test sys 2: meter, strip lot 463a-h11, exp 6/30/08, cat/3116247.

Manufacturer narrative:
Suspect device for sys 2: coaguchek test strip.